Event description:
Customer reported that when the system is plugged in, it makes a continuous beeping sound and will not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and informed the customer that their ac power in the operating room would not safely and properly run the system. Customer repaired their power system and system operates as intended.